Manufacturer narrative:
After customer cleaned breathing system, ge healthcare service representative inspected the breathing system and noticed there was dried blood inside tubing from harness to sensor interface board. Replaced harness and re-assembled breathing system, calibrated and re-tested system to resolve the issue. No patient information to date after calls to customer (B)(6) 2020, (B)(6) 2021, and (B)(6) 2021.

Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient injury.